Event description:
The device was used during a low abdominal resection procedure. Reportedly, the instrument misfired and there was bowel leakage. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.